Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. It was noted that there wasn't a display was not ramping on its own anomaly. The unit was received with a cracked case at display window corners.

Event description:
Customer's husband reported a button error on customer's insulin pump. The numbers started scrolling when customer was trying to program a bolus delivery. The buttons are unresponsive. Customer's blood glucose is 133 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).